Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had experienced high blood glucose of over 600 mg/dl. Customer did not mention symptoms leading to high blood glucose event. Customer blood glucose reading was 567 mg/dl at the time of incident. Customer treated with manual injection and declined troubleshooting on high blood glucose issue. Customer also mentioned issue with the infusion set leaking. Customer stated that she changed her infusion set again and it did not leak as much as the other infusion set and blood glucose was 300 mg/dl at that time. No product devices expected to return for analysis.